Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a manufacturer representative (rep). The pump was interrogated on (B)(6) 2018 and the pump logs were provided. The pump contained baclofen (1,200.0 mcg/ml, 7.6 mcg/day), dilaudid/hydromorphone (12.0 mg/ml, 0.076 mg/day) and fentanyl (250.0 mcg/ml, 1.58 mcg/day). Logs indicated a motor stall occurred alarm was active. The pump stalled on (B)(6) 2018 at 06:08. No motor stall recoveries were noted in the logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-16, information was received from a patient and a manufacturer representative (rep) receiving baclofen (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient reported hearing a sound coming from the pump every 15-20 minutes. The patient was asked if it was a single toned beep and the patient stated, "it was more than that". The patient reported they turned the personal therapy manager (ptm) on and it said their refill date was (B)(6) 2018. The patient also reported seeing an '8476' error code which indicated a motor stall. The patient was instructed to contact their healthcare professional (hcp). They indicated they had tried once, but would try again. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-23, additional information was received from a manufacturer representative (rep) and healthcare professional (hcp). The pump was explanted and replaced on (B)(6)2018. The cause of the motor stall was unknown. The pump would be returned.